Event description:
The device was used during a lar procedure. Reportedly, the staples did not form properly and the staple line was incomplete. The surgeon resected additional tissue to complete the procedure. The hospital has reported the patient's condition is satisfactory.